Event description:
It was reported that (1) device was used during a sigma resection. It was reported by the affiliate that the cdh29 fired out an incomplete staple line, but did a complete cut. A competitor's device was used to complete the case. There was no consequence to the pt.